Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. Based on the DHR review, the evaluation, and the unknown cause, this complaint is deemed indeterminate from a manufacturing position. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation yielded no related events to the reported event; however, the tolerances of the device were adjusted accordingly to reduce the possibility of a recurrence of the reported event. Placeholder.

Event description:
Nail cannot be fixed accordingly it was reported that if one mounts a steel pfna with a connecting bolt on one of the two carbon aiming clamps , the nail cannot be secured completely and a marked wobble of the nail can be noted. This challenge occurs again and again, however, not with each steel nail.